Manufacturer narrative:
Device passed the displacement test. Device received with intermittent unresponsive keypad and isolated to the pump casing or keypad. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had sometimes keypad unresponsive. The customer¿s blood glucose was 212 mg/dl. The customer also mentioned the keypad takes a while to respond. The customer was assisted with troubleshooting. Customer stated that the scroll bar was not moving with no input. Customer stated that insulin pump was exposed to a change altitude last time was a year ago. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.